Manufacturer narrative:
Although anticipated, the device has not yet been received. (B)(4).

Event description:
During a rotator cuff repair, it was reported that the tip of the elite pass needle broke off inside the rotator cuff tendon. The surgeon was unable to locate the tip. Follow up received indicated that there were no injuries or complications and the patient was reported to be fine post-operatively. A backup was available to successfully complete the procedure after a 5-10 minute delay. No images are available and at this time, the physician does not have plans to attempt removal of the retained fragments in the future. There were no additional medical interventions or increased monitoring of the patient required as a result of the broken tip.

Manufacturer narrative:
One suture shuttle needle was returned for evaluation. Visual assessment of the needle confirmed the reported complaint of breakage. The distal tip has broken off at the suture pick-up slot. The needle is also twisted at this location. The remaining portion of the needle was inspected dimensionally and found to meet print requirements. The root cause remained undetermined after the investigation. (B)(4).